Event description:
During implant procedure, difficulty was noted while trying to obtain acceptable sensing values due to patient factors. After repositioning the lead, high impedance values were noted and the helix was not able to extend. The lead was removed and tissue was found in the helix. The tissue was removed, however once the lead was re-inserted the helix did not extend. The lead was removed and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the entire lead was normal. After ultrasonic cleaning, the helix could be extended and retracted; the full helix extension length was measured within specifications. The field report of high pacing lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any anomalies.